Event description:
It was reported that customer received minimum fill notifications and was unable to successfully load cartridge and resume insulin delivery despite adding insulin to initial cartridge and then attempting to use new cartridge. There was no adverse impact to the customer's blood glucose level. Customer temporarily used insulin injections as backup while technical support provided guidance and later customer resolved issue independently by successfully loading third cartridge; no additional follow-up actions were required and case was closed.